Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00792. During the laboratory evaluation the reported complaint could not be duplicated. The product surveillance technician (pst) observed the roller pump to operate normally without loss of display or shut down throughout evaluation. The pst attached the roller pump to lab-use only (luo) system-1 power supply and network interface card (nic) utilizing customer netcon cable and powered on. The pst observed the pump to power up properly. He opened perfusion screen and assigned pump as arterial, inserted tubing, adjusted for optimal occlusion and started the pump in forward direction. The pst operated the pump for 18 hours and observed the pump to function properly with no loss of display or shut down. The pst powered off pump, placed the pump and customer netcon cable in cold chamber at ten degrees celsius and retrieved the following morning. He observed the roller pump to function properly with no loss of display or shut down after eight hours of operation. Exterior inspection revealed no signs of abuse or damage. The pst inspected all internal cabling and connections. Observed no loose connections or damaged cabling. The pst again started the roller pump in forward direction and operated the roller pump over a two day period and observed the pump to function properly with no loss of display or shut down. The device was sent to service for further evaluation. -

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) found no problems with the roller pump upon arrival. The fsr over-occluded the pump several times with the ccp during testing to see if he could force any failures, but could not. The fsr replaced the roller pump and cable. The unit operated to manufacturer specifications and was returned to clinical use. The suspect roller pump and cable were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump shut down unexpectedly. The device was not changed out, as they finished the case by using the central control monitor (ccm) display. The roller pump did not lose power. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the pump was being used as the arterial pump in this procedure. There were no issues observed during priming and preparation for cpb. A 3/8" inside diameter (ID) tubing was used in the pump race. During cpb, and during his usual scan of the cpb circuit, the perfusionist (ccp) noticed the arterial roller pump was not rotating. According to the ccp, there was no audible warning or no visual message on the ccm. The ccp stated the local pump display was blank, and thus no visual local message was visible . He touched the local pump control start button and turned the speed knob and the pump did rotate. The display remained blank the rest of cpb, but the speed control was still functional. The pump flow rate was monitored via the ccm. There were no other pump issues the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. The pump was not changed out during the procedure. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) performed functional test and observed the customer roller pump operated as intended. The srt replaced the small display, display cable and pump cable assembly as a precaution. The srt performed a preventative maintenance inspection and verification/release test. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.